Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set tubing detachment while sitting and watching tv event on (B)(6) 2026. The site of detachment was at tubing connector. The site of insertion was left abdomen. The infusion set was in use for one day. No further information available.